Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, pericardial effusion is a known risk during the use of this device.

Event description:
After an atrioventricular nodal reentrant tachycardia procedure a pericardial effusion occurred. Following the patient became hypotensive and tachycardic and an echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.